Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer stated that her blood glucose keeps going up and customer received a no delivery alarm constantly . The customer had symptoms such as fatigue and treated high blood glucose with bolus with pump. Customer's blood glucose value was 400 mg/dl at the time of the incident and the customer's current blood glucose was 361 mg/dl. Customer stated she had not received a no delivery alarm and she ate 20 carbs exactly and blood glucose was 269 mg/dl , customer took 2 units of insulin, 1 unit of insulin for 15 carbs so she gave extra for compensation of blood glucose 372 mg/dl and then she gave 6 units of insulin. Troubleshooting was performed and customer stated that they do not have a back-up plan available. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high bgs. Customer states the drive support cap appears normal. There were no leaks or air bubbles. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.